Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a lobectomy procedure. Reportedly, the staples did not form. No pt injury occurred.